Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing and oversensing. The device was explanted and replaced and was upgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.